Event description:
It was reported that a malfunction occurred on a pump, but no notable events preceded the malfunction. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code appears again.